Event description:
A pt in the hosp had extreme symptoms of hypoglycemia including seizures. At 9:20am a lab blood glucose was performed with a result of 13mg/dl. The pt was treated with valium for the seizures. At 10:18am the pt's blood glucose was tested on the suspect device with a result of 57mg/dl. The pt was then given dextrose. At 10:40am a second suspect device was used and the result was 91mg/dl. At 10:55am a repeat test on the first suspect device resulted in 90mg/dl. A repeat lab was performed at 11:08am with a result of 27mg/dl. The reporter felt the incident occurred due to an interferent but could not find the cause. The pt had an elevated bun.